Manufacturer narrative:
Insulin pump passed the displacement test but failed during prime test due to loose drive support disk.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump not doing anything and rewound message occurred after alarm. Customer's blood glucose level was 116 mg/dl. Customer was advised to hold down act button until they receive second series of beeps and numbers were appear on the display. Customer stated that they did not receive second series of beeps nor did numbers were appeared on the screen. Customer was advised that the insulin pump will need to be replaced. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.